Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of an elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. The sample was repeated in duplicate without additional centrifugation and the results were similar to the initial result. The results were elevated compared to an alternate method. Qc was in range at the time of the testing. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The elevated result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and the repeat results were similar to the initial result. The sample was repeated on one alternate non-siemens instrument and the result was lower. There are no known reports of patient intervention or adverse health consequences due to the elevated tnih patient result.

Manufacturer narrative:
The initial MDR 1219913-2022-00464 was filed on december 29, 2022. An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation that an elevated high-sensitivity troponin I (tnih) result was generated for a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician, who questioned the result. The sample was repeated on the same analyzer in duplicate and the repeat results were similar to the initial result. The sample was repeated on one alternate non-siemens instrument and the result was lower. Additional information on march 7, 2023: the customer observed an unexpectedly elevated atellica high-sensitivity troponin I (tnih) result on one male patient serum sample that was low/normal 0.01 ug/l (cut off 0.04 ug/l) on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for a potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im tnih initial result: 68.739 ng/ l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate ( 68.652 and 67.054 ng/l). This indicates a sample/patient specific incident. No sample was available to be sent to siemens for further investigation such as for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate method troponin or other alternate methods for troponin will have similar results. Per the atellica im tnih IFU there are conditions other than ami (acute myocardial infarction) that are known to cause myocardial injury and elevated tni values. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.